Manufacturer narrative:
Device evaluation: the preloaded insertion system and intraocular lens (iol) were returned to manufacturing site for evaluation. Visual inspection showed the pcb00 device is assembled correctly. The cartridge was observed in the correct position. Stress marks were visible at the cartridge neck and tip. No tip deformation was observed. The cartridge body is jammed and the lens is stuck. In addition, override issue (rod tip override the lens in cartridge) was detected. The plunger component was observed engaged, in the fully advanced position until the indicator black line, as device directions required. From the unit received, no defects inside the cartridge tube were observed that could lead to the iol get stuck in cartridge during surgery. Also, no defects in the plunger/push rod tip was identified that could impair functionality in the device. The iol was able to advance from the preloaded lens housing to the cartridge tube and then was stuck. Based on the evidence observed, the preload delivery system was not affected by the manufacturing process. A manufacturing record review was performed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The calculated occurrence rate is within the acceptable probability and no potential product deficiencies were identified. No other complaints for this production order number were received. In addition the directions for use (dfu) were reviewed. The dfu adequately provides the customer with information on precautions and proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens was partially delivered into the eye and not fully implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received indicating that there was a loading issue with a preloaded pcb00 intraocular lens (iol). The cartridge did not click or engage when the plunger was advanced to the final line and they were unable to advance the lens out of the cartridge. The report confirms the lens touched the eye and got stuck in the delivery device, partially inserted. There was no patient injury reported.